Event description:
It was reported that the patient was experiencing inadequate pain relief and stimulation in a non-target area due to high impedances on the paddle lead. Reprogramming was performed, however, unsuccessful. The patient underwent a revision procedure where the paddle lead was replaced with linear leads. The explanted device was not returned as it was retained by the medical facility.

Manufacturer narrative:
(B)(6) (sn: (B)(6)). The returned lead was analyzed, and it was unable to confirm the as reported observations with testing of the product return. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. No other anomalies were identified on the returned portion of the paddle lead.

Manufacturer narrative:
Correction to the initial MDR in block e1.

Event description:
It was reported that the patient was experiencing inadequate pain relief and stimulation in a non-target area due to high impedances on the paddle lead. Reprogramming was performed, however, unsuccessful. The patient underwent a revision procedure where the paddle lead was replaced with linear leads. The explanted device was not returned as it was retained by the medical facility.

Event description:
It was reported that the patient was experiencing inadequate pain relief and stimulation in a non-target area due to high impedances on the paddle lead. Reprogramming was performed, however, unsuccessful. The patient underwent a revision procedure where the paddle lead was replaced with linear leads. The explanted device was not returned as it was retained by the medical facility.